Event description:
Customer reported to sales rep, that the activation button stuck in the on position when laid down on the patient between uses. This caused a small burn on the patient's abdomen, about the size of the dissecting sealer tip. This area was used for the drain post-operatively. The staff tried to replicate the stuck button problem but were unable and device functioned normally. Device was returned to tissuelink for investigation. Both functional and internal visual examinations were conducted. Device functions normally and the problem could not be replicated.